Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid procedure, malformed staples. Surgeon used contour to complete the procedure. There was no pt consequence.